Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, during firing, the first clip worked and then the next clip loaded in the jaws crookedly, then fired two clips at once. They opened a second clip applier, which was also defective and did the same thing as the first clip applier. They finally opened a third clip applier that worked to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and the clip ejected form the jaws. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip ejected from the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.